Manufacturer narrative:
Date sent 07/09/2007. Info is unavailable; device was not returned for eval.

Event description:
It was reported that during an unk procedure, the handpiece temperature error was rec'd when the handpiece of the device was used. There was no pt consequence.